Event description:
It was reported that the patient underwent an abdominal aortic aneurysm repair in 1997. Reportedly, after patient's surgery the patient developed infection related to the use of sutures.